Event description:
It a was reported that difficulty was encountered while inserting the introducer sheath, but when another insertion kit was used, insertion of the iab was completed. Prior to suturing, the mak sleeve was noted to be inflating and deflating. The iab was removed and replaced without complication.